Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint with associated MFR # 1226348-2016-00147. (B)(4). Concomitant medical products: stryker coils target nano - 3 coils; penumbra helical extrasoft coils - 2 coils; penumbra benchmark 6 fr guiding catheter; stryker 90 degree sl-10 1.7 fr guiding catheter; prowler select plus 2.8 fr microcatheter (606s255fx/17508749). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Hemorrhage is a known potential adverse event associated with the use of the enterprise vrd device and is listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that target lesion characteristics, vessel anatomy and procedural issues may have contributed to the reported event. No further action is needed at this time.

Event description:
As reported by (B)(4) study, subject (B)(6) underwent right internal carotid artery stent assisted coil embolization of an aneurysm on (B)(6) 2016. Pre-treatment angiography revealed an anterior circulation aneurysm on right sidewall of the superior hypophyseal artery. The aneurysm was saccular in shape with the following dimensions: dome height 2.9 mm, dome width 2.7 mm, neck width 2.2 mm and dome to neck ratio of 1.3. The internal diameter of the parent vessel distal to the aneurysm was 3.3 mm. One enterprise 2 stent's (enf403012/10665774) position was reported to be not optimal and therefore was removed from the patient. Jailing technique was used during the procedure and no coils were placed in the aneurysm before the enterprise 2 stent (enf403012/10665774) was placed, the stent advanced and deployed as desired and there were no attempts to recapture the stent. Total of five competitor's coils were placed in the aneurysm. Prowler select plus (606s255fx/17508749) microcatheter was used for the stent placement. There were no intraoperative adverse events. Immediate post-procedure angiography confirmed that the coil mass position was maintained within the sac, the parent artery was patent and the aneurysm was occluded 90-99%. Raymond class assessment was 3; residual aneurysm. The aneurysm dimensions: dome height 2.9 mm, dome width 2.7 mm, neck width 2.2 mm and dome to neck ratio of 1.3. There was no evidence of stenosis or thrombosis; there was no reduction in flow in the parent artery and no movement of stent was seen. Patient was discharged on (B)(6) 2016 with no neurological deficits with aspirin and prasugrel. On (B)(6) 2016 it was reported that the patient became confused and had right sided weakness, she also had an episode of urinary incontinence and her speech became progressively slurred. Around midnight, ems transferred her to a neighboring hospital where the CT scan showed 2 x 2 cm frontal intraparenchymal hemorrhage and the patient was started on cardene drip along with initiation of zofran and fentanyl. Patient was then transferred to (B)(6). The patient has been taking aspirin and prasugrel after the stent/coil placement; therefore she was given a dose of kcentra prior to admission to ICU. Repeat head CT scan at the revealed a large right intracranial hemorrhage measuring 7.6 x 5.2 x 5.8 cm with intraventricular blood. Hemorrhagic products were also noted within the bilateral ventricles, in the right lateral ventricle. The patient was unresponsive to command and touch, although would withdraw to pain. Patient was urgently intubated using fentanyl, etomidate and propofol. The anticipated event was new, severe in severity and a serious adverse event that led to patient death on (B)(6) 2016. The event was possibly related to the study procedure and to the underlying disease state. The event was unlikely related to the codman study device and to the other devices used. Blood transfusion 122cc/ml, drug therapy and surgical intervention required due to the reported event.

Manufacturer narrative:
The MDR is being sent as a correction. There is no new complaint information.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional / modified event information received on 10/22/2019. [Additional information]: intravenous (IV) mannitol 70 grams was administered for the hemorrhage on 16 september 2016. The patient was also started on cardene 50mg (continuous IV) and labetalol 10 or 20mg IV every hour as needed for the hypertension associated with the cerebral hemorrhage. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.